Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an error alarm during the rewind and prime sequence. Customer also mentioned receiving a no delivery alarm. Customer's blood glucose reading at the time of the call was 364 mg/dl. No further information reported.

Manufacturer narrative:
The pump was received with a constant alarm due to a problem on the mother board. Unable to perform the excessive no delivery test due to the constant alarm. No cosmetic damage was noted.